Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Led appear and disappear by angulation. This event occurred at the time of during inspection. There was no report of patient harm.